Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection and pocket erosion. New system implanted on the right side. The patient was stable. Related manufacturer reference number: 2017865-2021-10777.